Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had battery life that depleted rapidly and the health care professional (hcp) was concerned why device went down from one year to end of life (eol) in such a short time. This pacemaker battery indicator showed two years and after approximately six months, device longevity went down to one year remaining with magnet rate at 90. The patient came to clinic for device check three months later, and it was found that this pacemaker device already reached eol with magnet rate at 85. The health care professional (hcp) indicated that there were no changes made with this device at previous follow-ups. Additional information received had confirmed that this device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.